Event description:
Dealer reported that the o2 tubing for an irc5p concentrator combusted. The end user allegedly fell asleep while using the oxygen concentrator and woke up to the alleged fire, she threw the tubing down to the floor. User allegedly sustained a burn to her face. No alleged medical intervention. The concentrator has been quarantined by the dealer. No other information available at this time.